Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 880 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the basal-iq algorithm suspended the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 70 mg/dl, and the meter bg reading was over 600 mg/dl. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.